Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii/IV" diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, opening, wear abrasion and non-panting nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.4., d.9., h.3., h.6. Lab analysis summary: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, crease, opening, wear abrasion and non-panting nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii/IV" diagnosed via ultrasound. The device has been explanted and replaced.